Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that tpn was being hung; when the rn attempted to open the pump door to insert the new tubing and remove the old tubing, the entire channel came unhinged and fell to the ground. This caused the old tubing that was still inside the chamber to snap, however the umbilical line it was infusing into on the infant had been clamped, therefore no fluid free flowed to the patient. Per biomed, the latch on the adjacent channel had a broken piece which did not allow the two channels to be connected securely. There was no report of patient harm.